Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed high impedances on one lead. Imaging revealed that the t12 drg lead had migrated. As a resutl, surgical intervention may be pending to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the t12 drg lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.